Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The volume of the leak was about 2 ml and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the tubing through pinch valve pv37 had a hole in it. The fse replaced the tubing and the leak was fixed. The tubing through pinch valve pv37 provides pressurized diluent from sheath tank to manifold mf11. The fse replaced the tubing and the leak was fixed. The fse found that the instrument was giving 'ambient lyse temperature' errors when verifying the leak was repaired. The fse found that the leak had damaged the peltier module located beneath the tubing that had leaked. The fse replaced the peltier module and the instrument ran without any leaks or errors. Failure mode: the cause of the leak was a hole in the tubing through pinch valve pv37. The leak at pv37 damaged the peltier module. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).